Manufacturer narrative:
A1: patient identifier: requested, unknown. A2: age or date of birth: requested, unknown. A3a: sex: requested, unknown. A3b: gender: n/a. A4: weight: requested, unknown. A5: ethnicity: requested, unknown. A6: race: requested, unknown. B3: date of event: requested, unknown. D4: lot #: requested, unknown. D4: expiration date, UDI: unknown, as the involved product lot # was unknown. D6a: implanted date: unknown due to unknown date of event. D6b: explanted date: unknown due to unknown date of event. E1: establishment name: requested, unknown. E1: establishment address: requested, unknown. E1: reporter name : requested, unknown. E1: phone number: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
According to the voluntary medwatch report mw5156066, during the implantation of a transcatheter aortic bioprosthetic valve, a terumo hemostatic catheter valve was utilized. The report indicated that the hemostatic valve was not adequately deployed and was identified as defective. The physician attempted to inflate the terumo hemostatic valve with air, but it deflated, leading to a slow bleed. Consequently, there was blood leakage from the catheter, necessitating the transfusion of two units of red blood cells. The incident was resolved without any additional adverse effects to the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for fluid issues because a sample was not returned for assessment. The complaint alleges that an ik device was involved but describes a "terumo hemostatic catheter" with a "hemostatic valve." The ik device is an introducer sheath and not a hemostatic device and thus is not filled with air at any time during or after a procedure. In addition, the procedure described is a tavr, which requires large bore access and closure, neither of which can be performed using any currently marketed terumo device although it is possible that the complaint refers to an alternate femoral access site. This also is not clearly outlined in the complaint. Therefore, it is impossible to determine whether the use of a terumo device resulted in the alleged bleeding incident. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended as it cannot be determined whether a terumo ik device was used for this procedure and resulted in the alleged excessive bleeding incident.